Event description:
Customer reported a missed anti-e on the galileo on a patient sample known to contain anti-e. The galileo reported out negative reactions with the antibody screen and the antibody ID assays.

Manufacturer narrative:
The customer did not provide additional details about the event. Sample was not returned for investigation testing.